Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 596mg/dl. The customer state was treated at the hospital with IV. Troubleshoot as conducted. The customer was currently in the hospital. The customer states they would be contacting their healthcare provider.